Manufacturer narrative:
The implicated disposable set has not been returned for investigation. Upon reviewing photos provided by the user facility, we were able to verify the reported leak; however, without inspecting the sample it is difficult to determine what occurred in this case. The library/retain sample for this lot number was inspected and no issues were observed. The manufacturing records for the associated lot were reviewed and there were no anomalies identified. A review of complaints for the past year indicated that there have been no other leaks reported involving this lot number. However, we will continue to monitor and trend similar reports of this nature. It was reported that there was no harm to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Our distributor received a complaint from the user facility and relayed the following report: "leakage of chemo-solution from the heat exchanger set was discovered during the hipec treatment cycle. We have replaced the whole consumable set continue the hipec treatment and the procedure was smooth after that."